Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response due to corroded keypad traces. There was no button error alarm. There was no moisture damage inside the pump. The pump had minor scratched display window, cracked case display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 180 mg/dl at the time of incident. The customer stated that it was hot and she was sweating. She stated that the buttons could have been pressed because she turned the pump to her face because it was falling from her waist. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.